Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4)

Event description:
The customer contact reported during preventive maintenance testing at the user facility, melting of the clear plastic receptacle of the ac power cord was noted. It was reported that after the device was plugged into the ac power outlet, sparks were noted inside the clear plastic receptacle. The ac power cord was unplugged from the ac power outlet and at this time, it was noted that the hard plastic surrounding the ground prong was melted. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.